Manufacturer narrative:
B5: no additional information received from customer. D8: additional information d9: additional information g1: correction h2: additional information, device evaluation, correction h3: additional information h4: additional information h6: additional information this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the subject device had no power supply when attempting a therapeutic procedure. It was replaced with a similar product, and the procedure was completed. There were no reports of patient harm or delay.

Manufacturer narrative:
E1: establishment full name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.